Event description:
During preparation for use of the device for cardiopulmonary bypass, the air bubble sensor reportedly sounded an alarm, even though no air was present in the extracorporeal tubing. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.